Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be conclusively determined. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device was unable to analyze patient rhythm. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related. However; there was no adverse event reported.